Event description:
The technician reported that at the end of processing autologous blood and during the empty mode, an error message displayed on the compact machine. As the technician power cycled the machine, a popping sound was heard. The tubing line on the outlet of the reservoir separated, spraying blood in the room, on the technician and in the sterile field.

Manufacturer narrative:
Sorin group (B)(4) manufactures the compact wash set. This medwatch report is being filed on behalf of sorin group (B)(4). The technician reported that at the end of processing autologous blood and during the empty mode, an error message displayed on the compact machine. As the technician power cycled the machine, a popping sound was heard. The tubing line on the outlet of the reservoir separated, spraying blood in the room, on the technician and in the sterile field. The processing set was inadvertently discarded by the hospital. The cause of the incident can not be determined without the physical product for evaluation. No further action is deemed necessary at this time. There was personnel blood exposure during this incident. This medwatch report is being filed as a result of the exposure.